Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  The events of capsular contracture and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and "fluid".

Event description:
Healthcare professional reported capsular contracture (grade IV) on left breast, "pain. Breast is hard, sore, bigger that the opposite side and the shape has changed. Ultra sound shows some fluid." Device remains implanted.